Manufacturer narrative:
Product analysis # (B)(4), equipment used: video inspection system (m-78210), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5), drawing(s) referenced: (B)(4) rev. Has found condition: the marathon micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened marathon inner pouch; within an unsealed plastic pouch and within a piece of surgical pad. Visual inspection/damage location details: squid-18 embolization residue was found within and on the marathon hub. No damages were found with the marathon hub, catheter body, distal tip or marker band. The entire surface of the marathon micro catheter was examined under magnification; no pinholes or ruptures were found. The outer strain relief was removed, and no squid-18 embolization leakage was found under the outer strain relief. No leakage was found under the inner strain relief. Testing/analysis: the marathon total length was measured to be ~172.2cm, the usable length was measured to be ~166.1cm which is within specification (specification 165.0cm ± 2.5cm). An in-house 0.010¿ mandrel was inserted into the marathon micro catheter and became stuck within the hub. The micro catheter was flushed, and water did not exit the distal end as it was found to be occluded at the hub. The inner diameter of the marathon catheter cannot be measured due to the occlusion. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak at hub/strain relief¿ could not be confirmed as no leakage was found on the catheter hub or strain relief. It is likely the squid-18 embolization became exposed to water, saline or blood causing the squid-18 embolization to solidify and caused the occlusion within the hub. Attempts to continue injecting the squid-18 embolization could have caused the squid-18 embolization to then exit the connection point of the syringe and hub. The customer report of ¿catheter resistance¿ was confirmed to be the occlusion of the squid-18 embolization. There is no evidence suggesting that the marathon micro catheter was defective. (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician successfully navigated the device to the target location, however, they were unable to inject squid 18 through the microcatheter. After the device was retrieved from the patient, the physician reported the issue was with the hub, where a leak was observed. Two other marathon catheters were used during the same case with no perceived issues. In addition to the leak at the catheter hub, there was resistance. The tip of the sheath was seated securely in the hub. There was force applied when connecting the y connector or syringe to the catheter hub. The catheter and all devices were prepared as indicated in the IFU, and the catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was undergoing mma embolization treatment.

Manufacturer narrative:
***MDR decision corrected to not reportable. No additional supplemental reports will be submitted unless additional information received indicates a reportable event.*** there was an analysis coding entry error that has been corrected thus the event no longer meets reportable criteria. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.